Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the pump staying flat when pressed and air was identified in the pump. The ipp cylinder and pump was explanted, the reservoir remains implanted in the patient, and a new tactra was implanted with no clinical consequences to the patient.